Manufacturer narrative:
Submit date: 11/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the unit goes off and turns itself on. The issue was discovered during preventative maintenance testing. It is unknown if the unit alarmed before powering down.

Manufacturer narrative:
Submit date: 03/14/2017. An evaluation of the kangaroo epump was performed for the reported condition of, intermittent power. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications.